Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The device evaluation was completed on 30-jun-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient suffered from a pericardial effusion. They noted that during the procedure, the physician advanced all other diagnostic catheters and advanced the ablation catheter into the patient's right ventricle to perform basic pacing maneuvers. The physician noticed a pericardial effusion. It was reported that a pericardial effusion was diagnosed via intracardiac echo. A pericardiocentesis was performed by the physician. The physician pulled 160 ml from the pericardiocentesis procedure. The patient was stable at the time of the call and was transferred for observation. They noted that no dramatic increases of force was observed and no ablation was performed. Total fluid: 189 ml. The adverse event was discovered during manipulation of the ablation catheter in the right ventricle and intracardiac echocardiography (ice) was used to confirm effusion. Physician¿s opinion on the cause of this adverse event was catheter movement and advancement. Transseptal puncture was not performed. No evidence of steam pop. The event occurred during advancing the catheter in the right ventricle to perform pacing maneuvers. Irrigated catheter was used in the event, flow setting was low flow. No error messages on the carto 3 system. Dashboard and force vector were used. No ablation was performed. Additional information was received. The patient has since recovered well, and no further additional information has been provided by the physician.